Event description:
Reporter stated that customer received the following results on the aviva expert system within 1 minute and 2 minutes respectively: 526 mg/dl and 132 mg/dl, 317 mg/dl and 116 mg/dl no actions reported based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).